Event description:
Sales rep reported that the tip of the drill broke off during use; unable to retrieve tip, so it remains in the patient. No other information is available at this time.

Manufacturer narrative:
Device has not been returned for evaluation.